Event description:
A 12mm hasson trocar for the laparoscopic davinci case fractured. The shaft of the trocar shattered while the trocar was inside of the patient. The tip of the trocar broke off into three pieces, two of which were recovered from the patient. The third piece was not found. Both suture anchors on the hasson part of the trocar broke off and loosened the suture from the trocar as well.======================manufacturer response for 12mm x 150mm hasson trocar, patton trocar (per site reporter).======================will investigate.